Manufacturer narrative:
A possible root cause was determined. An ocd field engineer visited the customer site and determined that the pressure setting was out of specification. Repairs have returned the analyzer to expected operation. This customer has not logged any similar complaints against this analyzer since this incident.

Event description:
The customer reported that the probe on the ortho provue analyzer dripped fluid. The customer aborted testing. No erroneous results were reported. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.